Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported by the clinician that the procedure was being performed on an (B)(6) female patient's right arm. During the procedure, the catheter came apart. A new percutaneous thrombolytic device (ptd) catheter was then opened and used to complete the procedure. Add'l info received on (B)(6) 2010, from the sales representative stated, only a few passes were made prior to the catheter breaking and there was no resistance or sharp angles encountered. Nothing was retained in the pt.